Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, surgical intervention is planned to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.